Event description:
Related manufacturer reference numbers: 3006705815-2022-01353, 3006705815-2022-01354. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Patient also experienced ipg pocket pain and ineffective therapy. Later, diagnostics discovered high impedance in one of the patient's leads. Reprogramming did not resolve the issue. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post-operatively.